Event description:
An unknown social media user reported experiencing pain and fistula filtration during treatment. No further details about the incident were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).